Manufacturer narrative:
(B)(4). E1: initial reporter state (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced vomiting, headaches, frequent urination, dehydration and nausea. Before going to the hospital, the cgm reading was 6.6 mmol/l and the bg reading was 27.2 mmol/l. Her husband took her to the emergency room around 6:00 pm and there they took a bg reading which was around 21 mmol/l. While at the hospital the patient injected herself 12 units of insulin. She was treated with zofran for vomiting and was provided with 1l of saline by nurses and doctors in hospital for dehydration. The patient stayed at the hospital for 2 hours and was discharged around 8:00 pm and before leaving bg readings was decreasing to 17.7 mmol/l. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.